Manufacturer narrative:
Visual inspection was performed on the actual sample upon receipt, during which no anomalies were found anywhere on the device. A review of the device history revealed no production related anomalies. Ops valves are subject to a 100% leak test, which includes five different tests the units are run through to ensure there are no leaks and both the umbrellas and duckbills are functioning properly. The returned sample passed all the leak tests and met all specifications. The sample was then set up in a simulated cpb circuit within the aortic root vent line off of a y-connector with the cardioplegia line and cardioplegia needle. The vent line was left unclamped while the cardioplegia line and pump were flowing, to simulate the delivery of cardioplegia to the heart. The line with the cardioplegia needle was then clamped to represent any backpressure that may exist within the heart. With this line clamped, the flow began to go through the vent line, where there was least resistance, until the positive pressure build up in this line reached approximately 168mmhg and the valve leaked. The positive pressure relief valve within the ops valve functioned as intended. How the valve was used during the surgery, and the clinical techniques and factors used during the surgery, were the likely causes for the ops valve leaking. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending and follow-up.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, blood was shooting out of the one way valve. A 25ml of blood loss. Product was changed out. Procedure was completed successfully.